Event description:
A consumer implanted for non-malignant pain reported they had a fall right before their three week check-up. An x-ray was performed and confirmed none of the leads moved. In may of 2016 the implantable neurostimulator (ins) moved so the physician pushed the ins back in place. In (B)(6) 2016 the consumer was unable to achieve any coupling boxes, and reported the ins was moving again, was getting closer to their spine, was possibly flipped, and was causing discomfort. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2016 at 9:15 a.m.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.